Event description:
It was reported, that two days post implant of the implantable cardioverter defibrillator, the patient experienced atrial fibrillation with rapid ventricular rate. The patient received numerous high voltage therapies; the device then showed a decrease in battery longevity. The patient was asymptomatic. The patient presented to the emergency room for evaluation. The device was reprogrammed. It was noted that the patient also underwent an a v node ablation a few days later. The patient was stable post procedure.